Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a history/settings (auto off) issue. The pump is reportedly enacting the auto off feature sooner that the patient expected. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump's user settings confirmed that the auto off enable was set to "on" with an auto off time of 12 hours. The bolus history on (B)(6) shows that a 11.15u bolus was programmed and fully delivered; and the pump recorded auto off approximately 12 hours later on the event date of (B)(6). During testing, a 10 unit bolus was programmed with the pump auto off feature set to one hour; the pump gave the appropriate alert for auto off one hour after the bolus was programmed. The complaint with the auto off could not be duplicated during testing.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.